Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported: during implantation the implant fractured near where the inserter attaches. The implant was successfully removed, and a new cage was implanted. A spare device was available which was used to complete the surgery. The surgery was delayed by ten minutes. A confirmation x-ray was performed. There was no injury to the pt.